Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that lately the patient could be walking from the parking lot into a store for example and all of a sudden the stimulation just takes off like crazy and goes high pitch. Patient stated she meant it would suddenly increase intensity without her adjusting anything. Patient stated she would just stop and stand there for a few seconds and sometimes it took a few seconds for the strong stimulation. Patient stated that sometimes her stimulator site got kind of painful, from the stimulation being so intense, so she kind of rubbed the stimulator site to help with the pain. No troubleshooting done prior to call or during call. Caller reported a possible related fall. Patient stated she fell all the time. Patient stated she has always been at risk for fall type of person and this was pre-existing to the device. Patient stated she had fallen right on her stimulator before. Patient stated she wasn't sure if stimulation changed around emi. Patient stated she was going to keep journal of when the overstimulation occurs and would make a doctor's appointment if it continued. No further complications were reported/anticipated.

Manufacturer narrative:
H6: deleted device code c62952. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.